Event description:
It was reported that the user experienced a scan error with a freestyle libre 3+ and was unable to obtain readings until a new sensor was applied, after which scanning resumed. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. User support included troubleshooting and user education, including sensor replacement and guidance to monitor for restored readings. Investigation of this case revealed a sensor scanning malfunction that resolved with replacement, consistent with a device performance issue localized to the sensor component. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction that was resolved through standard troubleshooting.